Event description:
Manufacturer's ref.#: (B)(4).

Event description:
An FDA medwatch report (reference (B)(4)) was received stating that a ventilator failure occurred, a baby code blue was called on pt and required resuscitation. The nicu "[neonatal intensive care unit]" team recognized baby's vital signs declining and immediately intervened. Failed ventilator was removed from service and replaced with another. No information regarding the type of the failure has been provided. Final patient's outcome was no harm. Manufacturer's ref.#: (B)(4).

Manufacturer narrative:
The UDI information is not available since the device was manufactured before 2015.

Manufacturer narrative:
FDA medwatch reference number has been added to h10.